Event description:
Pt got her breast implants in 2006. After her incisions had healed, she went for a follow-up where the surgeon said the breasts looked ok. Shortly after that, her breasts feel funny underneath. She could feel the edges of the implant poking through her skin. She says her breast is bulgy (feels like a (B)(6) pouch). She was diagnosed with fibromyalgia, arthritis, rashes, loss of sight, huge lumps underneath her armpits which are said to be malignant. The doctor never sent her for an MRI, which she says is required per mentors' guidelines. She has had blood works done and has little or no vitamin d. She suffers from dyspnea, chest pain, depression, fatigue. She tried killing herself by taking a whole bottle of pills. She has loss of memory, difficulties walking, and is still in lots of pain. She is depressed because her husband (sole financial provider) died two years ago, then she lost her son who fell in the pool and drowned.